Event description:
A customer reported experiencing an ongoing occlusion alarms. The customer's blood glucose levels displayed as "high," though specific values were not provided. The customer addressed the high glucose levels by administering a correction injection. Occlusions were resolved by changing the infusion set and cartridge before resuming insulin delivery. Reportedly, the customer does not remove air when filling the cartridge during the load procedure, this is considered off label use.